Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the cap could not be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2016 with the following findings: during investigation, the battery cap was unable to be removed. The top of the cap was found to be worn. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper at the case seal. Additionally, a battery cap height defect was found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.